Event description:
It was reported a patient (n. T.) On continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was seen in the outpatient pd clinic after experiencing ongoing drain complications during pd treatment with the fresenius cycler. Follow-up with the patient's peritoneal dialysis registered nurse {porn) confirmed the patient received activase (a thrombolytic) to mitigate any potential fibrin in the pd catheter (not a fresenius product}. Additionally, the nurse stated the patient was using heparin (anticoagulant), per standing orders. It was reported the patient also underwent an x-ray on (B)(6) 2021 which showed the pd catheter was in good position. Per the nurse, the patient went home the same day and continued to do pd treat??ent. Using the cycler. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)